Event description:
It was reported an angio-seal was deployed. The pt returned to the hospital (time and date unknown) and was diagnosed with a groin infection; confirmed to be staph aureus. The pt was hospitalized for two days and was treated with antibiotics (fluxican 1 gram several times per day). She was discharged on oral antibiotics and was reported to be recovering.